Manufacturer narrative:
The device was sent to a philips authorized repair facility that performed diagnostic/functional testing.  Results of the functional testing indicate that there was no speaker sound at the start up test. The testing confirmed the speaker was defective.  The repair facility replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker.   The investigation concludes that no further action is required at this time.

Event description:
It was reported during bench evaluation, there was no audio on the device. The device was not in use on a patient at the time of event, there was no patient involvement.